Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported on behalf of the customer that the adc freestyle libre sensor detached from the adhesive after 7 days of wear. Customer was unable to check his glucose and experienced seizure and loss of consciousness. Customer was treated with glucose gel by his daughter and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer's caregiver reported on behalf of the customer that the adc freestyle libre sensor detached from the adhesive after 7 days of wear. Customer was unable to check his glucose and experienced seizure and loss of consciousness. Customer was treated with glucose gel by his daughter and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m0064wezl0 has been returned and investigated. No physical damage was observed on the sensor patch and no issues were observed with the adhesive. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.